Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) subsequently inspected the high-pressure helium regulator and confirmed that the o-ring was intact and that no leaks were present. A new helium bottle was installed, and the unit correctly indicated a full helium level. Helium section leak testing and full system leak testing were performed and passed without issue. The displayed helium reading was confirmed to match the helium gauge reading. Previously used bottles from customer were likely empty or close to empty. It was determined that the previously used helium bottles provided by the customer were likely empty or near empty. The customer was advised to replace helium bottles with sealed containers to ensure full capacity. The unit passed all functional and safety test in accordance with manufacturer's specifications.

Manufacturer narrative:
Additional reporter information: (B)(6), an ICU rn. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) helium tank keeps reading "low helium¿ alarm even when new ones are replaced. No patient harm or injury reported.